Event description:
Event description cpi received information that a lead could not be inserted into this implantable pulse generator (ipg) at the time of implant. The physician elected not to implant the ipg.

Manufacturer narrative:
Event conclusion: cpi analysis found that the ipg passed automated electrical measurements and paced and sensed normally during all tests. The unit passed all returned product electrical tests. The proximal set screw was stuck in the 'down' position and could not be freed. Analysis results reveal misshaped set screws threads. The cause of the misshapen threads could not be determined.